Event description:
It was reported that a patient experienced multiple adverse effects following placement of a nester platinum embolization microcoil. The coil was placed in an ovarian vein in 2018 by an interventional radiologist doctor to treat pelvic congestion syndrome. The procedure was performed in an attempt to avoid pelvic surgery. After the coil was placed, the patient experienced pain in the area of insertion for several days. About 4-6 weeks following the coil embolization, the patient experienced "extreme" pressure in the left lower pelvic and groin region. Additionally, the patient had bowel issues, rectal pain and pressure, bladder issues, and "extreme" insomnia. The patient contacted the facility and was directed to contact her gastroenterologist. The reported symptoms continued from 2018 to 2019. In 2019 the patient had a hysterectomy. Two weeks after the surgery the patient experienced "extreme pain" on her left side and reported to the emergency room. No cause for the pain was found. Three and half weeks after the hysterectomy, a 6 cm localized blood clot was discovered and was subsequently removed in an emergency surgery. Five months after the hysterectomy, an oophorectomy was performed due to "extreme pain" and cramping in the ovarian pelvic region. The pain was predominantly on the left side but radiated to both legs. The pain continued during a 27-month period. It was noted that some of the embolization coils were removed; however, 1-2 embolization coils remain in the iliac vein, in the pelvic retroperitoneal region. The patient reported that she required 24-28 weeks of pelvic floor therapy, multiple computed tomography (CT) scans, ultrasounds, x-rays, magnetic resonance images (mris), and doctors appointments related to the embolization coils. The patient reports seeing multiple surgeons for consultation including a vascular surgeon, colorectal surgeon, hip surgeon, peripheral nerve surgeon, hernia surgeon, and two minimally invasive genecology surgeons. In 2020, the patient had surgery to repair 2 femoral hernias reportedly related to the coils. Following the hernia repair, the patient continued to experience pelvic pain, back pain, shoulder pain, and "extreme issues" with her bowel which led to chronic constipation symptoms over the last 4 years. In 2022, the patient consulted with a "hernia and abdominal wall reconstruction surgeon" regarding the unidentified cause for her continued pain in the pelvis that extended to the left leg down to the foot, and up to the left rib cage. This surgeon diagnosed the patient with "ilioinguinal nerve injury/compression, an iliohypogastric nerve injury/compression, and a sacroiliac nerve injury/compression that also involves the left-side sacroiliac connective tendon". It was also noted the left-side sacroiliac tendon is "frayed" and damaged. The patient is pursing nerve entrapment injections with a sports medicine doctor to help relieve the nerve compression. She will have "3-4 injections on each nerve over a 3-4 month period". The patient stated if the injections do not resolve the nerve issues, she will have her fifth surgery following the initial coil procedure to address the problem. The patient reports having pain for over 30 months. No other adverse effects were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that a patient experienced multiple adverse effects following placement of a nester platinum embolization microcoil. The coil was placed in an ovarian vein in 2018 by an interventional radiologist doctor to treat pelvic congestion syndrome. The procedure was performed in an attempt to avoid pelvic surgery. After the coil was placed, the patient experienced pain in the area of insertion for several days. About 4-6 weeks following the coil embolization, the patient experienced "extreme" pressure in the left lower pelvic and groin region. Additionally, the patient had bowel issues, rectal pain and pressure, bladder issues, and "extreme" insomnia. The patient contacted the facility and was directed to contact her gastroenterologist. The reported symptoms continued from 2018 to 2019. In 2019 the patient had a hysterectomy. Two weeks after the surgery the patient experienced "extreme pain" on her left side and reported to the emergency room. No cause for the pain was found. Three and half weeks after the hysterectomy, a 6 cm localized blood clot was discovered and was subsequently removed in an emergency surgery. Five months after the hysterectomy, an oophorectomy was performed due to "extreme pain" and cramping in the ovarian pelvic region. The pain was predominantly on the left side but radiated to both legs. The pain continued during a 27-month period. It was noted that some of the embolization coils were removed; however, 1-2 embolization coils remain in the iliac vein, in the pelvic retroperitoneal region. The patient reported that she required 24-28 weeks of pelvic floor therapy, multiple computed tomography (CT) scans, ultrasounds, x-rays, magnetic resonance images (mris), and doctors appointments related to the embolization coils. The patient reports seeing multiple surgeons for consultation including a vascular surgeon, colorectal surgeon, hip surgeon, peripheral nerve surgeon, hernia surgeon, and two minimally invasive genecology surgeons. In 2020, the patient had surgery to repair 2 femoral hernias reportedly related to the coils. Following the hernia repair, the patient continued to experience pelvic pain, back pain, shoulder pain, and "extreme issues" with her bowel which led to chronic constipation symptoms over the last 4 years. In 2022, the patient consulted with a "hernia and abdominal wall reconstruction surgeon" regarding the unidentified cause for her continued pain in the pelvis that extended to the left leg down to the foot, and up to the left rib cage. This surgeon diagnosed the patient with "ilioinguinal nerve injury/compression, an iliohypogastric nerve injury/compression, and a sacroiliac nerve injury/compression that also involves the left-side sacroiliac connective tendon". It was also noted the left-side sacroiliac tendon is "frayed" and damaged. The patient is pursing nerve entrapment injections with a sports medicine doctor to help relieve the nerve compression. She will have "3-4 injections on each nerve over a 3-4 month period". The patient stated if the injections do not resolve the nerve issues, she will have her fifth surgery, following the initial coil procedure to address the problem. The patient reports having pain for over 30 months. No other adverse effects were reported. Reviews of the documentation, including the quality control procedures and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. A review of the device history record (DHR) could not be completed, as the lot number was unable to be provided by the facility. A review of sales history was unable to identify the complaint lot. Cook also reviewed product labeling: the current instructions for use [t_nec2_rev0] state the following: ¿warnings positioning of embolization coils and microcoils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Precautions the product is intended for use by physicians trained and experienced in embolization techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed.¿ evidence gathered upon review of dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that the patient condition contributed to the reported adverse event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.